Event description:
A nurse reported the filter for the endo probe did not work during a procedure. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
The customer did not request service. The customer reported that their biomed repaired the broken wires and the system and filter are functional. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).